Manufacturer narrative:
Dimensional inspection indicates that the device was made to specification. No conclusions can be made at this time. The most likely cause of the event is excessive force placed on the cage during insertion. This type of event in not unanticipated and the instructions for use (IFU) supplied with the device warns against the use of excessive force.

Event description:
Contact reported that two leopard cages broke during insertion into l5/s1. Not all of the pieces could be removed and were left in the disc space. As compromised implants were left in place, an MDR is being filed to document this event. There has been no impact to the patient to date as a result of this event. Device 2 see also: 1526439-2007-00322.